Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that they system would not boot up. There is no report of injury or death associated with the event described in this complaint.